Manufacturer narrative:
Actual product sample not saved. Photo of actual sample not available. Customer returned unused samples from same lot of production to hollister for testing. No defects found in returned samples and passed all testing. DHR (device history records) review completed on lot number provided and was found to be complete and accurate. No adverse complaint trends for this type of complaint observed and this appears to be an isolated event. The root cause of the reported event cannot be determined.

Event description:
It was reported that a nurse who was catheterizing a male patient with a hollister vapro urinary catheter to collect urine for a urinalysis observed that part of the catheter appeared missing when withdrawn from the patient's urethra. It was reported that the nurse inserted the catheter without any difficulty and attempted to withdraw it approximately 5 minutes later when there was some resistance and she had to use a little force to remove it. It was reported that post-catheterization, the doctor ordered a CT scan and then performed a cystoscopy. It was reported that he removed a catheter fragment approximately 9 inches long from the patient's bladder. It was further reported that he ordered the use of a foley for 24 hours post procedure. It was reported that the doctor did not save or take a picture of the catheter fragment but reported that it looked like a clean break.